Event description:
The surgeon revised the proximal body and stem on the patient's left hip due to instability. The previous revision was of rejuvenate implants. During the revision the instrument to remove the proximal body from the restoration stem broke which is why the stem had to be explanted with the proximal body.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be provided in a supplemental report. Patient retained.